Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional information: which firing of the device did this event occur on? ---1st. What vessel or structure was the device fired on at the time of the event? ---this event occurred before use for the patient. Was the clip fully advanced into the jaws prior to firing? ---no. Was there any torquing or twisting of the device present at the time of firing? ---no. Was any unexpected resistance felt while firing the trigger? ---no. Were any unexpected noises heard? ---no if so, when? Did anything unexpected happen prior to this incident? ---no. Was the device fired after this incident in or out of the patient? ---yes, out of the patient. The analysis results found that the er420 device was received in good visual condition with the jaws properly aligned. Upon cycling the device, it was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. No conclusion could be reached as to what may have caused the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, the clip was not fed into the jaws and dropped outside the patient. Another device was used to complete the case. There were no adverse consequences to the patient.